Event description:
Reporter alleged obtaining discrepant blood glucose results of 100 mg/dl back to back with a result of 314 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.